Event description:
It was reported that tandem mobi pump generated recurring cartridge alarms that did not occur during cartridge loading, and caller was unable to successfully reload original cartridge even after an initial bolus completed. There was no adverse impact to the customer¿s blood glucose level. Customer used backup insulin pump therapy while customer technical support instructed customer to remove cartridge and deliver a test bolus, assisted with loading new cartridge, and arranged pump and cartridge replacement, including adding pump serial number to customer record, sending replacement pump, and instructing customer on storage, return of problematic pump, and setup of replacement device.